Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1056t, implantable pacing lead, implanted (B)(6) 2008; 6725, implantable lead adapter, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) three days after a device change-out and it was noted the implantable cardioverter defibrillator (ICD) had a set screw problem. The ICD was removed and a new ICD was implanted. It was also reported that the right ventricular (rv) lead exhibited high lead impedance in the shock coils due to the set screw problem in the ICD header. Medical adhesive was used to help connect the rv lead to the newly implanted ICD due to concerns of wear from the set screw problem. The rv lead was tested to be working within normal limits and remains implanted in use with the new ICD. No patient complications have been reported as a result of this event.